Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on december 2023 by the orthop traumatol surg res titled ¿long-term graft rupture rates after combined acl and anterolateral ligament reconstruction versus isolated acl reconstruction: a matched-pair analysis from the santi study group.¿ the study reviewed 29 patients and identified patellar instability resulting in disabling pain with bioabsorbable interference screws and tenodesis screws in 1 patient during the 12-year follow-up period. Ref: zampieri a, girardin c, hocquet b, et al. Patellar dislocation recurrence after pediatric mpfl reconstruction: bone tunnels and soft tissue versus suture anchors and interference screw. Orthop traumatol surg res. Dec 2023;109(8):103515. Doi:10.1016/j.otsr.2022.103515.